Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this rv lead exhibited shock impedance measurements of greater than 200 ohms. A commanded shock was performed in which sensing and pace impedances were normal. When testing df2 pin to pocket, as well as through the psa, the pace impedance was greater than 3,000 ohms. This rv lead was capped and replaced. No additional adverse patient effects were reported. Should additional information become available, this file will be updated. No product details available. Received voluntary anonymous medwatch report from FDA, mw5119604.